Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the colonovideoscope tested positive for an unexpected contamination foreign material could not be identified. It is likely the result of user error; however, a definitive root cause could not be established. (Most common, short and sweet or tailored to your preference) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for an unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.